Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had an infection. Reportedly, as per health care professional (hcp), the patient will have an extraction. There were no additional adverse patient effects reported. The rv lead remains in service.

Event description:
Additional information indicates that the right ventricular (rv) lead was explanted. There were no additional adverse patient effects reported.